Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an implantation procedure on an unknown date the unknown spine cage construct broke into two pieces. One of the broken pieces was left inside of the patient. No additional information is available for this event at this time. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis one-third of the device was returned for investigation. The dimensions cannot be measured and it cannot be determined if the device corresponds to the drawings and specifications. Without a lot number the manufacturing documents cannot be reviewed. The fracture surface is homogeneous which indicates material conformity. Based on these findings we assume that a mechanical overload has lead to this breakage. A possible cause for this occurrence could be that the intervertebral disc has not been removed sufficiently or that the segment was not mobilized with the trial implant.